Event description:
During robotic surgery, doctor attempted to take control of the robotic arms but was unable to. He transferred the control over to the second surgeon console to see if this was a failure on the primary console but was unable to take control of the robotic arms with the 2nd console. Using the trouble shooting technique which was explained during the training, he pressed the emergency stop button and the robot shut down and he then rebooted the robot. He did not need to remove the wrist instruments from the robot arms and did not need to remove the trocars or wrist instrument to perform this function. After the robot was rebooted the robot performed normally doctor was able to control the arms. The davinci service engineer was notified of this event and checked the robot error log and found no error messages. This exact scenario occurred the week before. At that time the engineer was notified and found no error in the log, he came to the hospital to evaluate the robot and found no malfunction. The second event showed no malfunction and the engineer indicated that he believes it was the mother board that needed replacement. He felt the communication from the mother board to move the arms was not working properly.